Event description:
It was reported that the patient's controller was exchanged on (B)(6) 2023 due to recurrent backup battery faults. The patient was asymptomatic during the exchange, and changing the controller resolved the alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was not confirmed. Additional information provided communicated that the system controller was exchanged due to backup battery fault alarms, and that exchanging the controller resolved the issue. It was also stated that no log files from the exchanged controller were available for review. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2022. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.